Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the event. Treatment details and patient outcome of the initial episode were not reported. Dianeal therapy remained ongoing at this time. Approximately two months later, the patient experienced a relapsing peritonitis event. The patient started treatment with intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. On an unknown date the following month, antibiotic therapy was completed and the patient was deemed recovered. No additional information is available.